Manufacturer narrative:
H.3 additional microscopic analysis revealed the separation was due to tensile forces placed on the guiding wire.

Event description:
It was reported that during a ptca procedure in a totally occluded, calcified lesion, the wire would not cross and became caught. The tip of the wire broke off after continued torquing. The tip was retrieved. No surgery was required. Pt status is listed as "ok".